Event description:
This lead was implanted in (B)(6)2001 and remains implanted until this time. It was noted that high pacing threshold was noted between 4.5 and 5 v @ 2 ms, sensing 9mv, output was 6v@ 2ms. The physician was dr.(B)(6) at (B)(6) . No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).